Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for six months. It was reported the button symbols were worn off of the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump clipped to the waist and did not clean it. The patient stated that no protective accessories were used. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): during testing the audio bolus button was found to be difficult to press but was responsive. During investigation, evidence of contamination was found under the audio bolus button. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.